Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the issue was attributed to a leak within the universal cable, however, a definitive root cause for the leak could not be established. It is likely the following led to the malfunction: stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during olympus' device inspection the bronchovideoscope's image was intermittently displaying. There was no patient involvement.